Event description:
Complaint - dynanail tray that had some major issues in the case. The outer tube brace was way too tight and could not be put on by hand, the tibial screws also missed the nail leading to a significant delay in surgery.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
Operation inspected the 2200-29-0000 dynanail deployment frame. No visual or functional issues were found. Operation loaded a nail on to the frame and it was held correctly. The frame properly targeted the posterior-anterior screw and all medial-lateral screws. Operation was able to install and remove the outer tube brace from the frame. Frame operates as design no issue found. The dynanail tray (dnt-tray 204) was shipped without the manual adjustment knob and wheel retention pin, these components were shipped in a second shipment. The manual adjustment knob and wheel retention pin are parts that are removable components.

Manufacturer narrative:
This supplemental has been created to correct section h6. If additional reporting on this event is provided as a supplemental report to this document.